Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the placement of a trial lead there was spinal leaking, and the patientexperienced a headache. The headache was gone and the patient planned to head home. It was also reported that when the patient coughed or cleared his throat the stimulation jolted him. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that anytime the patient moved he received a ¿little jolt.¿ the patient noted that sometimes he could ¿hardly even feel¿ the stimulation but after moving around and coming back to the same position ¿it¿ll be a little stronger maybe.¿ the patient noted pain. It was noted that the patient was given percocet following the placement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).